Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 495mg/dl which was treated with insulin pen on (B)(6) 2018. Customer¿s current blood glucose was 300mg/dl to 400mg/dl. Customer advised to change entire set, reservoir and insulin and treat per hcp's instructions. Insulin pump will not be return for analysis.